Event description:
The event is reported as: jaw broke first use. No patient injury or intervention reported.

Manufacturer narrative:
Evaluation method: device history review. Results: visual examination shows one joint is broken and one rivet is sheared. The taut wire is twisted. The shaft is from another instrument, it has another serial number than handle and insert. A review of the reported lot number shows the correct material and correct components have been used and that the instrument conforms to product specification. Conclusions: a design change was implemented. All new instruments have a stopper at the handle to prevent breakage. The device sample is from the old design. Root cause is probable overloading.